Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's rv lead was causing noise. The noise was addressed by surgery and the lead was replaced with a competitor lead. The patient was stable throughout the procedure.